Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, while attempting vascular access, the radiologist was unable to advance the access wire into the patient's artery. The access site was abandoned. Prior to discharge the radiologist ordered an ultrasound scan of the primary access site. The ultrasound study demonstrated that a piece of the access wire may have detached within the patients right femoral artery. The radiologist informed the patient and family of the situation and consulted with other vascular surgeons about leaving the unidentified foreign body within the patient's artery. Due to the fact the artery was already occluded, the foreign body could not cause patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.